Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: no specific date provided account indicated that the issue was noticed in a follow-up visit in 2023. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the post operative follow-up the physician found that the intraocular lens (iol) was opacified and its color has changed from the center. End user has not used the product before. No medical interventions were mentioned. Through follow-up we learned that the issue was noticed in a follow-up visit in the year 2023. Patient was facing impairment; however, after explant the patient was fine. No further information was provided.